Event description:
It was reported that the patient presented in clinic for generator change. Upon interrogation prior to procedure, it was found that the pacemaker (pm) exhibited high capture threshold as well as low pacing impedance. The pm was explanted and replaced. Patient condition was stable.

Event description:
Related manufacturer reference numbers: 2017865-2023-16737. New information received notes that the right ventricular lead was also capped and replaced on 8 feb 2023 due to high capture threshold.

Manufacturer narrative:
The reported events of capture issue and low pacing impedance were not confirmed. Analysis performed, including capture and lead impedance tests, did not identify any functional issues. Longevity assessment found the device was implanted beyond its projected longevity and was operating at below end-of-service voltage level, consistent with normal usage. Additional findings unrelated to the reported events indicated that visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.